Manufacturer narrative:
Batch review performed on 05-jun-2024 lot 121540: (B)(4) items manufactured and released on 13-jul-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 11 years and 8 months after primary, the patient came in reporting pain due to a fractured femoral bone and the cause is unknown. The surgeon cabled the fracture and revised the medacta head and stem with competitor components and medacta liner with a medacta liner. The surgery was completed successfully.